Manufacturer narrative:
Product analysis the reported endoleak could be confirmed on the films provided; however, the cause and type of the endoleak could not be determined. Complete post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be fully evaluated. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. It is possible that aneurysm morphology changes over time, may have contributed to limb separation and a resulting type iiia endoleak. The junctional separation occurred within the aaa sac; therefore, lack of vessel support may have also been a factor. Insufficient stent graft overlap length at implant may have also contributed to the detachment. It is also possible there may have been a type ii endoleak but this could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1616c82e, serial/lot #:(B)(4), ubd: 30-jan-2016, UDI#:(B)(4) ; product ID: etlw1616c124e, serial/lot #:(B)(4), ubd: 30-jan-2016, UDI#: (B)(4) ; product ID: etlw1616c93e, serial/lot #: (B)(4), ubd: 09-jan-2016, UDI#: (B)(4) ; product ID: etlw1616c124e, serial/lot #: (B)(4), ubd: 30-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcate stent graft was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that approximately 81 months post index procedure, the patient presented emergently with abdominal and left leg pain, an angiogram was performed, where an endoleak type iiia was noted between the main body and the extension. The event was treated with a stent graft implanted to bridge the graft ipsilateral lateral limb and the extension. The endoleak was resolved. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
It is unknown which limb was involved with the bifurcate in the iiia endoleak.. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.